Event description:
It was reported that there was a black foreign substance before opening, so the package was not opened.

Manufacturer narrative:
It was reported the product was disposed of. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: black foreign substance in packaging probable root cause: application -uncontrolled environmental conditions the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a black foreign substance before opening, so the package was not opened.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.